Manufacturer narrative:
On (B)(6) 2015, a tss conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and found that the column count was within acceptable limits and the lots of column and buffers matched. The flow rate and retention times were checked, and the tss instructed the customer to adjust the flow rate, reboot the system and recalibrate. This activity resolved the missing peaks on the calibration. The most probable cause of the reported event was due to incorrect flow factor setting. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported missing peaks on the calibration from the day before with their g8 analyzer. A technical support specialist (tss) assisted the customer over the phone to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.